Event description:
It was reported that when the programmer rf (radio-frequency) head was placed over a pacemaker, nothing happened. Another programmer rf head was attempted, with the same results. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis verified that the interrogation failure was caused by a loose radio frequency head connector.